Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). It was indicated that the device was discarded therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) had a scratch across the optic when seen under the scope in the patients eye. Surgeon had to remove and replace with a spare of icboo 14.0d. Product was discarded and not available for return for investigation. No further information available.